Event description:
It was reported that the patient presented for follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted and will continue to be monitored regularly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced. The patient had no complications or adverse consequences.